Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. Ran a fixed prime and high pressure tests and passed. The settings, basals, and bolus on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.